Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after changing sensor. Customer stated the display did not return after pump restart after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement and active current measurement. Device was received with normal operating currents. Device was monitored for several days and no unexpected powering off or blank display noted. However, pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly.